Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus cannot be confirmed through this evaluation. Furthermore, a correlation between the report of suspected thrombus and the elevated pump powers / low flow alarms confirmed in the submitted log files cannot be conclusively determined. The submitted log files contained partially overlapping events and data captures spanning from 11jul2023 to 11aug2023. Transient elevations in pump power/estimated flow were observed from 23jul2023 to the end of the log file. Of note, these elevations were captured during pi (pulsatility index) events. Intermittent low flow alarms were observed on 04aug2023, 05aug2023, and 08aug2023. Additionally, transient flow estimator high limit exceeded "+++" and flow estimator low limit exceeded "---" events were captured. Specific causes for the changes in pump parameters cannot be conclusively determined. The pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remained ongoing on (B)(6) until they received a heart transplant on (B)(6) 2023 (reported under MFR# 2916596-2023-06805). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists potential adverse events, which includes thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy and international normalized ratio. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. It is also noted that pump flow is estimated from the pump power, and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The system monitor section states: "the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information." The instructions for use states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Furthermore, this document states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rotations per minute (rpm) per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with flow of "---, 2.8" at the highest. They were having low flow alarms on (B)(6) 2023 at 0200 and presented with continued low flow alarms, chest pressure, decreased appetite, shortness of breath, fatigue, and feeling worse daily for the past week. Echocardiogram, computed tomography (CT), and labs were to be performed due to a concern for pump thrombosis. The log file contained several intermittent elevated powers on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 with power noted as high as 15.5 watts. All of these elevated powers were associated with pulsatility index (pi) events. Following these above baseline powers were low flow events that started on (B)(6) 2023 at 0052 and 0223 and again on (B)(6) 2023 at 0834 and 0837-0846. Additional log files were submitted on (B)(6) 2023 but since the data logger was turned on (B)(6) 2023 around 1642, the pump powers were routinely captured at the baseline power of 4-5watts and no unusual events were noted in that log file. Another log files were submitted on (B)(6) 2023 that captured low flow events on (B)(6) 2023. These events did not appear to be any type of device issue. The log file also noted power/ flow elevations on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023.